Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line on the display of the pump. No adverse event reported. Requested return of the alleged pump for evaluation.